Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is not possible to establish the root cause. However, it¿s likely the internal temperature rose due to dust accumulation around the ventilation grills, which resulted in the safety mechanism to work and display the temperature error code e101. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
H4: the manufacturing date cannot be identified because the serial/lot number was unknown. The device has not been returned to olympus for evaluation. The user reported both the light source and processor were very dusty on the ventilation grills. The user was advised to use compressed air, use a brush to clean the ventilation grills and to clean under/around the units. The user reported the issue was resolved. Additional details relating to the patient and the event have been requested, but no response has been received at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that while using the xenon light source, an e101 temperature error code was intermittently displayed. There were no reports of patient harm or impact associated with this event.